Event description:
New information received notes r waves had decreased since implant. The lead was explanted and replaced when repositioning was unsuccessful.

Event description:
It was reported that oversensing and impedance variations were observed. Setscrews not tightened or helix to myocardium connection issues were suspected. Potential lead damage at implant or lead chatter against an old lead are also suspected. Lead remains implanted, awaiting physician's decision.

Manufacturer narrative:
Analysis is normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.